Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)). Over infusion: analgesic infusion ends earlier than expected. May be a configuration mistake.

Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to bbm laboratory in (B)(4) for investigation. A follow up report will be provided after the examination results are available. (B)(4).